Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 242 mg/dl. The customer had treated with manual injection. Customer was unable to troubleshoot at the time of the call. The customer did not want to return the set and reservoir for analysis. Nothing further reported.